Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. [(B)(4) (B)(6) medical center (B)(4).pdf].

Event description:
See attached user facility medwatch.